Event description:
It was reported that there were concerns regarding the therapy provided by this implantable cardioverter defibrillator (ICD) in which the patient's rhythm had become stable after atrial fibrillation/flutter and/or premature atrial contractions, but anti-tachycardia pacing (atp) and shock therapy was provided. Technical services (ts) reviewed device data and noted that the therapy was appropriate based on device programming and recommended programming options to prevent recurrence. This device remains in service. No adverse patient effects were reported.